Manufacturer narrative:
The reported events of an increased capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. The helix was stretched/bent and clogged with blood/tissue. X-ray inspection found the helix stretched/bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During a remote follow-up, an increase in the capture threshold and pacing impedance were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.